Manufacturer narrative:
Product analysis: analysis found that the screen had a scratch and several gauges. The cursor would sometimes skip near the scratch and gauges, but otherwise the screen was able to be navigated with the stylus and finger. It was also found that the battery was not charged and would not charge in the programmer or a known good programmer. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's battery was dead and the screen was not working. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the battery. Visual inspection: no anomalies observed. Benchtop analysis: battery led analysis: no led indications. Open circuit voltage = 0.002vdc. Inserted battery into operating encore programmer: programmer charge led flashes. Removed ac power from programmer: programmer shut down. Reinserted battery and attempted charge for 15 minutes. Removed ac power from programmer: programmer shut down again. Performed battery analysis. Battery analysis indicated a critical battery failure and a permanent battery failure. Conclusion: confirmed service center complaint that battery pack will not charge. Confirmed battery pack failure. If information is provided in the future, a supplemental report will be issued.